Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after attempting to charge the pump, despite attempting to charge with multiple wall adapters, usb cables, and power sources. The customer's blood glucose (bg) was 137 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.